Manufacturer narrative:
(B)(4). Batch # unk. Following information was requested but unavailable: what type of procedure was the device used in? What was the date of the surgery? Is the device available for return? Are there any more details other than the blade of the sngcb was broken? How was the case completed? What is the current patient status?

Event description:
It was reported that there was a broken harmonic synergy curved blade.